Manufacturer narrative:
(B)(4). Results: migration, endoleak. Unknown cause of event. Disease progression; vessel dilatation. Conclusion: unknown cause of event. Migration, endoleak. Disease progression; vessel dilatation.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The sizing worksheet shows that the right contralateral iliac diameter is 14.8mm. The left iliac diameter is 17.4mm. It was reported that 12 years post index procedure, a secondary intervention was performed and an endurant cuff was implanted. 13 years post index procedure, it was determined that the right limb was pulled almost completely out of the right common iliac causing a distal type I endoleak. Also, the left limb is barely however, no endoleak is present. An intervention was performed and the physician extended with two endurant limbs on the right side resolving the endoleak and a endurant limb on the left side prophylactically. No additional clinical sequelae were reported and the patient is fine.